Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.

Event description:
It was reported to boston scientific corporation that during a vaginal vault repair procedure, as the physician was pulling the sleeve of the leg assembly through the patient's sacrospinous ligament with his hands, he felt a little bit of resistance, and the sleeve detached prematurely, outside the patient. The detachment occurred without the sleeve having been cut to facilitate removal. The physician completed the procedure with this uphold vaginal support system with no complications to the patient, who is over 18 years of age and was reportedly fine at the conclusion of the procedure. The patient reportedly returned to the physician for a follow-up appointment (date unknown), and the physician noted that the patient was doing great, and that the implant was "perfect."